Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead, product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2009. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 02-sep-2013, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 02-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient¿s previous ins "was forever" but the ins "started not charging right". The patient reported the ins depleted and patient waited 11 and a half months, when hcp finally replaced the patient¿s ins. The patient reported that they were set back after enduring out of control pain. Information previously received indicated the ins was at end of service (eos). The device was greater than 9 years old at time of replacement. Additional information was reported that a day after replacement the patient was reporting a burning in his chest. When his ins was replaced only one lead was working. The patient gets a burning sensation in his chest shortly after turning on his therapy. The burning goes away when the therapy is off. The patient stated he saw his cardiologist two months ago and everything was clear for him and the pacemaker. The patient's replacement was due to normal battery depletion and he used to be programmed on a guarded cathode. The patient currently has a double bipole. The patient never had issues with the previous program and the caller is not sure why it was changed. The caller reprogrammed to the previous settings and turned the therapy on and the patient reported that he no longer feels a burning sensation. The impedances looks exactly the same as when the patient was replaced in (B)(6). Additional information was reported that on saturday ((B)(6) 2020) was when it was reported to the rep that the patient's lead was not working at the time of their replacement due to normal battery depletion. To the rep's understanding there was only one functional lead at the time of the replacement. It's unknown what actions were taken to resolve the nonfunctional lead. The nonfunctional lead has not been resolved. The cause of the chest burning seemed to have been related to the program setting. There was a record of his previous program (the one he had with his original ins and had it for years with adequate pain relief and no chest symptoms). When the rep programmed the patient with this, and turned on the stimulation, he stated he didn't have any of the chest symptoms he had complained about prior to the adjustment. No further information was reported.